Manufacturer narrative:
The allegation cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. The patient underwent a permanent trial procedure and after implant was receiving adequate therapy. Approximately 3 hours after implant, the patient indicated stimulation had moved from the knee to the right foot. X-rays were taken and confirmed the lead had migrated out of the neural foramen. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, patient reported receiving effective therapy.